Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led was red and would not connect to the base station. A philips service engineer inspected the system onsite and re-established the wireless connection by removing and re-inserting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that there was a wireless footswitch connection problem. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.